Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly alleges the cannula often disconnects from her body including during the night resulting in high blood glucose levels in the morning; no readings were provided. No adverse event reported. Requested return of the alleged device for evaluation.